Manufacturer narrative:
Further information about the event (incl. Date of event and patient data) has been requested. Investigation is ongoing. A supplemental emdr will be sent when the investigation is completed.

Event description:
It has been reported that during picco line insertion, unable to push guidewire in. While attempting to remove the guide wire, unable to do it, so pulled the needle out as well. The guidewire tip was found to be broken and hanging with the needle. It has been confirmed that whole of the wire was out and no damage to the patient. The site has been compressed for ten minutes. Manufacturer reference #: (B)(4).

Event description:
Manufacturer reference: # (B)(4).

Manufacturer narrative:
It has been reported that during picco line insertion, unable to push guidewire in. While attempting to remove the guide wire, unable to do it, so pulled the needle out as well. The guidewire tip was found to be broken and hanging with the needle. It has been confirmed that whole of the wire was out and no damage to the patient. The site has been compressed for ten minutes. Only the guidewire has been returned. Inspection of the returned product has been performed. The inspection revealed that the guidewire core and surrounding wire is fractured on one point. Product inspection did not indicate that the guidewire is not complete. This is supported by the feedback from the hospital "confirmed that whole of the wire was out and no damage to the patient compressed the site for ten minutes". The needle has not been returned, therefore it is not possible to determine if the used guidewire had any malfunction or any deviation from the specification that could have contributed to the incident. A DHR review did not reveal any non-conformities relevant to the reported issue. No further complaints have been received for this batch. According to specification the guidewire shall withstand a tensile strength of 10 n and a 100% control is performed during production. There is no indication for a systematic root cause as a deficiency of design, production or material considering the very low complaint rate (< 0,01 %, considering all types of picco catheters). Based on the provided information, investigations and experience the root cause is seen in a handling error by the user by withdrawing the guidewire against the needle bevel. Withdrawing against the needle, ultimately led to an excessive force, which resulted in the overcoming of the breaking point of the guidewire core (10 n) and a fracture. This is supported by information provided by the hospital: "while attempting to remove the guide wire, unable to do it, so pulled the needle out as well." The IFU indicates:¿warning: do not withdraw guide wire against needle bevel to avoid possible severing or damage of guide wire.¿ overall, investigations did no indicate that the device failed to meet its specification when the event occurred. It is not known why the guidewire could not be inserted in the first place, but overall, a product deficiency is considered as unlikely. It is not known if the guidewire has been inserted with an insertion angle < 45° and not into the vessel: "caution: make sure that the introducer cannula is introduced in a flat angle (less than 45°)." Or if patient factors like calcified arteries contributed to the impossibility of insertion. Upon the event occurrence the device was involved and catheter insertion procedure on a patient for advanced hemodynamic monitoring was ongoing. The accessory guidewire is supplied in the product picco catheter. The procedure to insert a catheter (¿seldinger technique¿) is state of the art for the healthcare professionals. The issue is monitored on a regularly basis in order to detect early trends. As there is no trend for this kind of issue no additional actions will be taken. With the information stated above the complaint will be closed.